Event description:
Reportable based on analysis approved 18 july 2007. It was reported that during a carotid artery stenting treatment procedure, it was not possible to deploy the stent. In attempting to deploy the stent, the delivery device was bent. It was reported that there were no injuries or complications for the patient. Patient status is reported as "good condition." Device analysis revealed two pinholes in the outer sheath.

Manufacturer narrative:
The handle/rack of the returned device was fully retracted and the rotating hemostasis valve (rhv) was broken at the y-adapter. Although the stent was still fully captured by the delivery system's outer sheath, the distal end of the stent was less than one millimeter from the distal end of the outer sheath. The distal clear section of the outer sheath is kinked about one millimeter from the edge of the distal marker. The proximal half of the distal tip was fully exposed. All of the catheter joints were intact. The outer catheter distal shaft o.d. Was out of specification due to stretching. The distal section of the delivery catheter, including the stent, was sent for x-ray imaging. The stent constrained in the distal sheath appeared to be unremarkable except at the distal end of the stent where part of the strut seemed to be protruding into the sheath wall. A closer look at that location revealed a small pinhole on the outer sheath. When the outer sheath was dissected, and the stent was removed proximally, it revealed that the sheath wall was pierced twice (at the pinhole location) by one of the stent struts. Once the stent was removed from the catheter, the stent recovered its fully shape without any apparent plastic deformation or damage. The stent was loaded correctly. Device history review could not be performed because the lot number of the device is unknown. The breakage of the y-adapter was due to the handling of the device. The stretched distal outer shaft indicates that the tensional (deployment) force exceeded the yield point of the tubing. It is evident that the cause for the stent deployment failure is due to piercing of the distal outer sheath by one of the stent struts. The root cause for the stent piercing the distal outer sheath is unknown, however, kinking of the outer sheath was discovered distal to the distal marker band.